Event description:
It was reported that the case is cracked and the drive support cap is flush. It was stated that the customer was unsure how it happened. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk. Cracks on the display window, battery tube threads, reservoir tube lip and a scratched lcd window was also noted.